Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was hospitalized for device implant on (B)(6) 2017 and was unable to wean of dual inotropes as well as worsening renal function. (B)(6) 2017 a do not resuscitate/do not intubate (dnr/dni) order was given, defibrillator capabilities were turned off and declining mentation in setting of poor perfusion. There will not be an autopsy performed and device will be discarded. No further information provided at this time.